Event description:
It was reported that (1) mcm30 was used during an unknown procedure. It was reported by the affiliate that the clip would not deliver. Opened another device to complete the case. There was no adverse pt outcome.